Event description:
It was reported that, during an office follow-up, the low energy shock impedance was 140 ohms. A review of the impedance data was performed by technical services. The low energy shock impedance was in the 70-ohm range back in 2021. Today, the low energy impedance is averaging 125-140 ohms, which is high but within normal limits. Technical services discussed the information with the caller gave some testing options. The doctor elected to explant and replace the entire system with a new one. There were no additional adverse patient effects.